Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported bent battery pca pins. There was no reported patient involvement.

Event description:
The customer reported that the device had bent battery pca pins and would shut down on it's own, therefore needed a board replacement. There was no reported patient involvement.